Event description:
Had mesh plug hernia repair 39 months before. Had progressive, severe, disabling groin and testicular pain. At time of explantation, pt had significant cord compression and vas deferens inflammation from shrunken mesh, as well as ilio-inguinal nerve entrapment by mesh.